Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8709 lot# unknown serial# implanted: explanted (B)(6) 2016: product type catheter. (B)(4). Analysis results of the pump were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-18 (B)(4). (For/hcp/rep): information was received from a health care professional via a manufacturer's representative regarding a patient in spain who was receiving bupivacaine 4 mg/ml at a dose of 1.21 mg/day and morphine 20 mg/ml at a dose of 6 mg/day via an implantable pump. The lot numbers and concomitant medications were not obtainable. The patient's medical history included smoking two packets of cigarettes per day. The implant date was reported as approximate. During normal use the patient heard a critical alarm, upon interrogation, a motor stall was discovered. The event date was reported as (B)(6) 2016. The patient did not experience any symptoms. On the day of this report it was discovered that the pump was never connected to the catheter and the whole system was explanted. A new pump would be implanted in the future. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved. On may 9th 2016, additional information was received from the manufacturing representative; the motor stall occurred on the date that the manufacturing representative interrogated the pump, however it was also reported that it seems that the alarm was activated one week before. Only one motor stall was seen on the logs. The stall recovered prior to explant; it was discovered one day and the next week it was changed. The physician and manufacturing representative thought the principal cause of the stall was the mixture bupivacaine. It was also reported that it seemed that the pump was never connected to the catheter, there was liquid around. The cause of the catheter issue was reported as "not connected". The patient had not yet received a replacement pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative reported in regards to the cause of the report that the pump never connected to the catheter the representative believed it was the inexperience of the physician who performed the implant. As the catheter allegedly was never connected to the pump, and in regards to the patient's symptoms as a result of this, it was now reported that the patient always had problems to control his pain.

Manufacturer narrative:
Conclusion code no longer applies to the pump. Pump fdc updated. The catheter fdc remains.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear 3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-31 the representative clarified that this pump the stall and recovery had reportedly occurred just once.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.